Event description:
A complaint was received from (B) (6) (B) (6) 2010 regarding possible hemolysis and an elevated temperature in the treatment bag. The existing data raised questions regarding the diagnosis of hemolysis. The center was asked for further information, and prior to (B) (6) 2010 no data was received. The therakos medical director was at the site (B) (6) 2010 and reported the site had been generating data for the past few weeks. The site verbally presented data from selected patients demonstrating a drop in haptoglobin immediately after a treatment which was associated with a drop in hemoglobin and a rise in ldh and sgot within the subsequent 24-48 hrs. They also documented recovery of the lab tests subsequently and that there was a repetitive cycle of lab abnormalities and recovery that appeared to be based on the ecp treatment schedule. They have documented decreases in hg which are usually small but in one case it dropped from 9.0 to 5.9. They have also documented the external temperature of the treatment bag and other components recording temps approximately in the 45 degree celsius range. There have been no reports of the staff burning themselves. The following information was received 02/18/2010: treatment occurred during the summer months. B=before treatment, a=after treatment. The patient's bilirubin ascended suspected to be attributed to acute hemolysis. The patient received no transfusion due to their religious beliefs.

Manufacturer narrative:
(B) (4). A review of all reports for this device was performed and no additional reports similar to this complaint have been received by other customers, refer to MDR 2523595-2010-00004 for the related complaint to this report. The customer site was instructed not to use the device; the device has been returned to the manufacturer for investigation. (B) (4), (B) (4).